Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was reprogrammed for the recent reported undersensing issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial oversensing was noted on the right atrial (ra) lead. The ra lead was previously reporgrammed, and subsequently undersensing was also noted on this lead. The ra lead remains in use. No patient complications have been reported as a result of this event.